Event description:
It was reported that the pump battery life is shorter than expected, and now the pump is losing power without a warning. It was reported that there are no signs of cracks to the casing and the battery cap is on tightly. The pump history shows that there are two low battery warnings (on (B)(6)).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no evidence of short battery life observed in the pump however, the black box showed that the pump had rebooted. No damage was found to the battery compartment or cap. The pump powered on normally and was exercised for 24 hours without power issues. The pump electrical draws were tested and found to be within specifications. The battery cap was tested and no contact defects were found. The pump was opened and no damage was found to the power circuit.